Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the provided information and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1528001) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: after shuttling down and pulling the procedural sheath back up to the grip handle, the advancer tube was revealed and the sealant was noted at the bottom of the shuttle tube. The sealant was never deployed to the arteriotomy. Manual pressure was held for 30 minutes or less to achieve hemostasis. No antibiotic was given as a result of the event. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the sealant was not deployed as it was lodged at the bottom of the shuttle. Additional information: the user shuttled down completely. There was no significant resistance when shuttling down. Unusual force was not applied when retracting the sheath. Procedure type: diagnostic peripheral vessel size: 6 mm sheath size: 5f stick location: medium.